Manufacturer narrative:
The reported events of high pacing lead impedance and lead damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
It was reported that during an implant, there was high pacing impedance on left ventricular lead. The physician suspected lv lead damage. X-ray was performed and revealed no issues. The lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.